Event description:
Doctor reported a lap-band clinical study pt was hospitalized for "hypotension" and "acute renal failure". The doctor indicated the events were "possibly" related to the medical device. Also indicated the event were possibly related to the use of concomitant medications. Upon admission to the hosp, the pt was noted to be taking verapamil and had a creatine level of 3.8. The pt was admitted and treated in the hosp for 5 days. Treatment included hydration, IV narcan, IV levophed and discontinued use of verapamil. No surgical intervention involving the medical device was reported. Upon discharge from the hosp, the pt's creatine level had decreased to 1.3 and the adverse events were noted to be resolved. Allergan's approach to compliance is to resolve all doubts in favor of reporting.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned as the device was not explanted. Based upon the serial # and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of hypotension and acute renal failure as follows: "complications which may result from the use of this product include the risks associated with the medications and methods utilized by the surgical procedure, the risks associated with any surgical procedure and the pt's degree of intolerance to any foreign object implanted in the body."